Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was impossible to extract the guidewire from the left ventricular (lv) lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The stylet/guidewire was broken. The stylet/guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the distal end of the guidewire stuck inside of the lead and the proximal of the guidewire was not returned. Visual inspection found the tip of the guidewire was kink inside the lead tip nose. Destructive analysis was performed from the lead distal end to remove a fragment of the guidewire. If information is provided in the future, a supplemental report will be issued.